Event description:
It was reported that the pt experienced blood glucose of 1.9 mmol/l. A family member noted that the pt was treated with oral carbohydrate and blood glucose recovered to 4.6 mmol/l without the need for medical intervention. The family member stated that the pt had an elevated blood glucose earlier in the day that was treated with more insulin than was needed. He confirmed that the pt remained on the pump and no additional blood glucose excursions have been reported.

Manufacturer narrative:
(B)(4). The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: no defect in insulin delivery was found. Daily insulin delivery totals correctly reflect programmed basal rates. No data in pump histories from time of reported low blood glucose level, due to continued use. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. The battery compartment is cracked and leaks. Corrosion observed inside battery compartment . Pump opened and no further evidence of moisture damage found. Black box revealed the pump was returning to default time and date following a power on reset. After setting date and time on pump, the battery was removed. Pump was left without power for 1 hour; when pump was powered on it had returned to default time and date. The internal battery was found to be leaking. Unrelated to this complaint, the display screen is dim; setting the contrast to the highest setting did not improve the display. When a test display screen was used the display functioned properly. Use error cannot be discounted as the reporter stated the patient had over bolused for an elevation and the blood glucose consequently went low.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.